Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a noise warning. Ventricular oversensing-noise episodes were noted. Device therapies were programmed off. Follow up with the physician's office indicated the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.